Manufacturer narrative:
(B)(4).

Event description:
The manufacturer reported that it wasn't helping to reduce pain enough. The patient felt discomfort from the presence of the ins in the pocket. The patient wanted additional imaging to be done. Additionally, the physician indicated that the spinal cord stimulation (scs) system was not the cause of the other issues. If additional information is received, the event will be updated.

Event description:
Additional information received from the patient reported that they had their ins removed because they experienced ¿complications¿ described as the device caused a lot of discomfort, pain, and ¿was making her leg on her right side worse¿. The patient stated that they just kept having a lot or problems with the device and the problems kept getting worse. The issue was reported as occurring as both ¿probably a year or so of implant¿ and ¿6-7 months after the device was put in¿. The patient kept complaining to their healthcare professional (hcp) and to the manufacturer¿s representative and they didn¿t really do much about it and told the patient to ¿adjust it constantly¿. It was also noted that the patient thought the device model number was ¿on a recall basis¿ and wanted to know what was being done about the recall issue. Further information received on march 8, 2017 from the patient reported that they "had a lot of problems with it" and noted that there "were a lot of other problems" but would they did not provide additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced pain around the site of their implantable neurostimulator (ins). The patient was scheduled for explant of the device as they needed an MRI. However, in pre-op, the patient was concerned that there may be something wrong with the ins despite no objective evidence that the device was not working correctly. The manufacturer's representative was not aware that the patient was concerned with any issues surrounding the stimulation. As a result of the allegation impedance testing was performed and showed all electrodes within range. It was also noted that the patient felt the stimulation and was able to recharge and that the device was in working order. No other interventions were taken except that the patient was taken to the operating room for explant of the device system because of the need for an MRI. Additional information received from the patient in (B)(6) 2015 reported that they had been having problems with the device for 2 years. The patient stated that the ins device was implanted for back pain but it made their back pain worse (started in 2013). The patient stated that the trial of the device was good and did not have any side effects reported here. They also confirmed that theyhad pain at the implant site (started in 2013). The patient reported that they were having trouble and could not drive anywhere because their leg was affected. The patient indicated that they started to have really bad bladder problems (started in 2014) which got worse and started to have problems with bowel movements (started in 2015). The urologist thought the device was pushing on their bladder. The patient also indicated that their right toes were tingling (started in 2014). They stated that they had knee surgery on (B)(6) 2014 but the tingling got worse and the toes on the right side started going numb. Also, it was reported that the patient had shooting pain in the legs (started in 2015). After removal of the device, the patient indicated that they no longer had issue with their bladder, had no more leg pain, no numbness or tingling in their toes, and no shooting pain in their legs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their device was sent back to the manufacturer 6-7 months ago by their healthcare provider. However, patient services confirmed that the device has not been received at this time. The patient added that they did not speak directly to the healthcare provider that took their device out but spoke with the staff. The patient inquired about product recall information. They stated that they ¿had a lot of problems¿ with their device but did not specify the problems. Additional information received from the patient indicated that they found out from the hospital that their device had been disposed of because the facility staff told the patient there was ¿nothing wrong with it.¿ the patient was upset and not happy because they were told the device would be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that they had a lot of problems with the device and stated that the ins was not good because it kept doing a lot of beeping and they could never get it to stay working properly. The patient noted that they had it reset several times but it wouldn't work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the ins was removed and was to be sent back to the manufacturer, but a manufacturer representative (rep) threw it away after surgery. The patient was asking what was wrong with it and when they would find out what caused them pain. After 3 years, the patient said they were told it was thrown away in the or after surgery. The patient said the stimulator failed and left the patient with numbness in their foot and some pain in my leg. It was also reported the charger would never work for the patient. The patient said they could never get that unit to charge and they would sometimes sit for 3 hours to charge.